Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 1, and customer noted no notable events before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged shipment of replacement pump. Customer planned to use multiple daily injections as backup insulin therapy.